Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have received excessive no delivery alarms. Customer states that she was advised to revert to back up insulin pump and a request for a new insulin pump would be processed. Customer was not able to troubleshoot due to insulin pump already packaged and customer not available at the time. Customer states once she is available to troubleshoot, she will unpack insulin pump and troubleshoot for no delivery alarms. No further information provided.